Manufacturer narrative:
The pump passed the rewind basic occlusion test, prime test and displacement test. However, the pump was received stuck in the motor error loop during bolus basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The pump was unable to verify motion sensor test failure alarms due to motor error alarms. The pump was received with scratched lcd window.(B)(4).note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's dad reported via phone call of issues with the customer's insulin pump. The customer states they received motor error alarm. The customer's blood glucose level was 371mg/dl. The customer received motor position encoder error alarm. The customer had motion sensor test failure alarm. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.